Event description:
The customer contacted beckman coulter, inc (bci) to report low sodium, high chloride and low calcium test results were obtained when using the unicel dxc 600 synchron clinical system. A couple of hours after calibration, the analyzer will generate low sodium and calcium results and high chloride results. No erroneous results have been reported out of the laboratory. The customer cleaned the flow cell and probe and replaced the chloride tip, but tests continued to be erratic. Calibration is required several times a day to keep the pt results within the customer's guidelines for anion gap, delta check and normal ranges. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This issue occurred for approx 2-3 weeks prior to the initial report on (B)(6) 2010. The customer operates one shift, weekdays only, therefore malfunctions occurred on 10-15 days. This is event 12 of 15 reported by the customer, as an MDR was filed for each of the 15 days. .

Manufacturer narrative:
The field service engineer found the mc sample syringe to be loose and a bubble in the flow cell. The syringe was tightened and the flow cell cleaned. The sodium and chloride electrodes and ratio pump seals were replaced. As of (B)(4) 2010, there were no further calls for ise (ion-selective electrode) problems. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. An MDR was filed in 2010 for this event, MDR 2050012-2011-00221. During the retrospective review, it was determined that add'l mdrs were required to report each occurrence of the malfunction.